Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated pacemaker exhibited intermittent loss of capture (loc) and a possible lead revision of the lead will be scheduled. The cause of the loc was not determined. At this time, the rv lead and pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.